Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode that was intermittently undersensed by this device. The patient is reported to be hospitalized in the intensive care unit (ICU) due to an underlying health condition. The field representative stated that the vf morphology was very fine and, therefore, gained up the shock channel for better visualization. After 24 seconds, the device delivered an electric shock which converted the episode. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode that was intermittently undersensed by this device. The patient is reported to be hospitalized in the intensive care unit (ICU) due to an underlying health condition. The field representative stated that the vf morphology was very fine and, therefore, gained up the shock channel for better visualization. After 24 seconds, the device delivered an electric shock which converted the episode. No additional adverse patient effects were reported. At this time, this device remains in service.